Event description:
The layer user/patient contacted lifescan (lfs) in 2005 alleging erratic readings on his meter compared to his spouse's meter. The user received a 68 mg/dl and a 105 mg/dl on his lfs meter within 10 minutes from one another. The test strips were not expired; however, they were damaged. Per patient the meter was "stripping" the test strips. The technique of applying the blood on the test strip was correct. The subject test strips passed using control solution on his spouse's meter. Customer care agent (cca) sent the patient a replacement meter.